Event description:
Agent ide it was reported that restenosis occurred. On (B)(6) 2024, the subject had non-q-wave myocardial infarction. This mid left anterior descending artery (lad) artery was treated with a 3.0 x30 mm dcb balloon on (B)(6) 2024. On (B)(6) 2024, the subject experienced an acute onset of shortness of breath and presented to the emergency department. At the time of the event the subject was on aspirin and clopidogrel. The subject was found to be hypoxic and hypertensive and had elevated levels of bnp. The subject was diagnosed with non-st elevated myocardial infarction (nstemi) and hospitalized on the same day for further evaluation and treatment. Coronary angiography revealed 80% in stent restenosis from the mid lad to the distal lad which was treated with a 3.0 mm x 20 mm nc non-boston scientific (non-bsc) balloon and a 3.0 mm x 30 mm agent dcb balloon. The 80% in stent restenosis at the distal lad was treated with a 2.25 mm x 15 mm non-bsc drug eluting stent. Residual stenosis was 0% and timi flow was 3. In addition, 95% stenosis at 2nd obtuse marginal branch was treated with 2.00 mm x 15 mm and 2.5 mm x 15 mm non-bsc balloons and a 2.0 mm x 30 mm agent dcb balloon. The event was considered to be resolved/recovered, and the subject was discharged.